Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they got no delivery alarms on insulin pump. The customer¿s blood glucose was 600 mg/dl at the time of the incident. Assisted customer in performing a 5.0 unit fixed prime. Customer stated that the insulin exited. Advised to discontinue use of pump and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No excessive no delivery or occlusion alarms noted. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, stained end cap sticker, stained address label, stained serial number label and cracked reservoir tube lip.